Event description:
It was reported that patient underwent a radial neck fracture repairment procedure on (B)(6) 2014. During the procedure, the hexalobular driver fractured. Subsequently, the locking screw, hexalobular drive and plate were removed. An alps elbow tray was used to complete the procedure. There was a 45 minute delay in the procedure.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that it failed due to misuse as a result of excessive force or torsional/bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 11 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." H3 - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.